Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV", "rupture".

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later patient reported "bia-alcl and capsular contracture baker grade IV". Later, healthcare professional reported "capsular contracture baker grade IV", "rupture" and "there was no bia-alcl" confirmed by CT-scan. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later patient reported "bia-alcl and capsular contracture baker grade IV". Later, healthcare professional reported "capsular contracture baker grade IV", "rupture" and "there was no bia-alcl" confirmed by CT-scan. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.